Manufacturer narrative:
Block a4: patient initial weight was 82kg patient's weight at the time of the event 75kg. Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of inflation problem. Device evaluation: investigation summary: the balloon was received deflated with evidence of deflation with the removal tools. Photos provided show inflation of the balloon and a line can be seen which indicates the presence of air in the balloon, therefore the as reported balloon spontaneous inflation can be confirmed. The balloon was found colored which indicated the use of methylene blue. A labeling review was performed on the device instructions for use (IFU) which addressed the balloon spontaneous inflation, vomiting and nausea like adverse events of the device. It was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, nausea and pain. Methylene blue was used in a manner inconsistent with a written instruction in the IFU. It was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, nausea and pain. A risk review was completed and confirmed that the event of balloon spontaneous inflation, nausea, pain, imaging required, endoscopic procedure was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the balloon was received deflated. Photos provided show inflation of the balloon and a line can be seen which indicates the presence of air in the balloon, therefore the as reported balloon spontaneous inflation can be confirmed. The balloon was found colored which indicated the use of methylene blue. Methylene blue was used in a manner inconsistent with a written instruction in the IFU. For this reason, this event is catalogued as failure to follow instruction. For the events of balloon spontaneous inflation, nausea and pain these adverse events are known and documented in the labeling and all reasonable steps have been taken, for this reason this event is catalogued as known inherent risk of device. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2023. The patient reported experiencing pain and nausea for 20 to 30 days with progressive worsening. X-ray imaging was done showing hyperinflation of the balloon with air representing around 40% of the balloon's volume. The balloon was explanted and replaced with another orbera. No other treatment was required for this event. The patient lost 12 kg during the original balloon implantation.

Manufacturer narrative:
Block a4: patient initial weight was 82kg patient's weight at the time of the event 75kg. Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of inflation problem. Correction g4: 510k.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2023. The patient reported experiencing pain and nausea for 20 to 30 days with progressive worsening. X-ray imaging was done showing hyperinflation of the balloon with air representing around 40% of the balloon's volume. The balloon was explanted on (B)(6) 2023 and replaced with another orbera. No other treatment was required for this event. The patient lost 12 kg during the original balloon implantation.

Manufacturer narrative:
Block a4: patient initial weight was 82kg patient's weight at the time of the event 75kg. Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2023. The patient started to experience pain and nausea after the implant; for 20 to 30 days with progressive worsening. The patient had an x-ray image that showed hyperinflation of the balloon with air representing around 40% of the balloon's volume. The balloon was explanted on (B)(6) 2023, and replaced with another orbera. No other treatment was required for this event. The patient lost 12 kg during the original balloon implantation.